Manufacturer narrative:
Final analysis found signs of compression on the proximal coil at the location of the distal to suture sleeve impression which is consistent with clavicular crush damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported the lead was explanted during a surgical procedure for another lead due to an insulation anomaly.